Manufacturer narrative:
The sample was collected in a 4ml vacutainer tube and mixed by hand prior to sampling. The instrument was within quality control specs with respect to controls (accuracy) and reproducibility (precision). Controls were run after this incident and recovered within specs. Previous run pt samples were rerun to confirm back to last acceptable control run. The lh780 instrument sensitivity was set to [2202], which is the mid-level setting for flags for blasts, variant lymphocytes and imm ne 2, and also set to off for imm, ne 1. Note: imm ne 2 is a flag for suspect immature neutrophils, primarily metamyelocytes, myelocytes, and promyelocytes. Imm ne 1 is a flag for suspect immature neutrophils, primarily bands. The instrument was scheduled for service, but the customer later canceled the service call. As of (B)(4) 2008 no other incidents reported. Analysis of the dataplot showed abnormal lymphocyte and monocyte populations. The root cause is the flagging rules of the differential algorithm were not sensitive enough to detect the abnormality of the sample. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events.

Event description:
Customer reported erroneous differential results without instrument generated flags when using a coulter lh 780 hematology analyzer on (B)(6) 2008. The test results were determined to be erroneous when compared to a manual differential with 13% blast cells present. Erroneous test results were not reported out of the lab. No reports of death or serious injury, and no affect to pt treatment as a result of this event.